Manufacturer narrative:
Results: the canister is cracked along the bottom. The canister was connected to a pump and tested. The canister held vacuum pressure up to -24.5 in hg. Per the manufacturing requirements, this meets specification. This canister is functional. Conclusion: the complaint has been evaluated. The complaint indicates that a crack in the canister was noted when the aspiration system was turned on. Evaluation of the canister revealed a crack however, the canister maintained the appropriate pressure. The cause of the crack is unknown but may have occurred in handling and storage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was undergoing neurothrombectomy procedure using the penumbra system. During the operation the pump system was set up and powered on. However, there was no pressure noted from the pump. The physician checked the connecting parts and found the pump canister to be cracked. The operation continued with another canister. Physician's comment: we did not drop or damage the pump canister. We do not know how the crack occurred.